Event description:
Information was received indicating that during tests, a smiths medical cadd solis vip pump exhibited air in line alarm and had a damaged sensor. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed occurrences of "cannot start pump" alarms. Functional testing duplicated the reported issue. The investigation determined that an inoperable air detector was the cause of the reported issue. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.